Manufacturer narrative:
Pump passed displacement test, sleep current measurement and self test. Pump was tested with no unexpected pump error 23 noted. Pump received with high active current measurement (B)(6), problem isolated to pcb 1.

Event description:
Customer's parent was reported via phone call that customer¿s daughter¿s insulin pump had failed overnight due to low battery alert and post-reset ram crc alarm. Customer¿s blood glucose value at the time of incident was unknown. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was able to clear the alarm and able to complete rewind. Insulin pump will be returned for analysis.